Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable there is no indication of lens explant. First name: unknown/ not provided. (B)(6). Device evaluation: the lens remains implanted. Therefore the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic stuck to the optic and the haptics stuck to each other. The intraocular lens (iol) was implanted. There was no patient injury. No additional information was provided to abbott medical optics.